Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat and that a cutting bur could not be inserted were confirmed. Reliability engineering evaluated the device and reported the distal bearing of the attachment was damaged and the inner race out of alignment, creating an obstruction that would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had an issue with heat and that a cutting bur could not be inserted. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.